Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during transfemoral tavr with a 29mm sapien 3 valve in the aortic position, delivery system insertion was difficult under strong tension and the tension was released by unlocking the system. Crossing the native annulus was not possible after multiple attempts and methods. The patient¿s blood pressure dropped due to an aortic dissection. The valve was not deployed and the patient was converted to surgery. The perceived cause of the aortic dissection is unknown.  The delivery system was cut off during surgery and was discarded. The patient expired.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
UDI number: (B)(4). The delivery system was returned to edwards lifesciences for evaluation in packaging position with attached atrion. The delivery system was fully inserted through sheath, full loader assembly and inserted guide wire. The distal section of the balloon shaft was cut off. The flex indicator was in full flex position. The returned device was visually inspected, and the following was noted:  there were compressions on the flex shaft. The compressions are indicative of difficulty tracking the delivery system, confirming the complaint for delivery system tracking difficulty. The flex function of the device, which can be used to track over the arch and cross the native annulus, could not be properly tested due to the condition of the device (i.e. Compressions on flex shaft due to device usage). During manufacturing, all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The nose tip was visually inspected. The flex angle and gap distance (between nose tip and plane) are tested when the delivery system is fully flexed. Final inspection includes 100% visual inspection by both manufacturing and quality. Additionally, the work order underwent product verification testing.  All tested sample units passed pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the events.  A lot history review was performed and revealed no additional similar complaints. A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 revealed other returned similar complaints for delivery system tracking difficulty; however, no manufacturing non-conformances were identified during these evaluations.  Available information suggested that patient factors (calcification, tortuous anatomy) and or procedural factors (wire positioning, rotation of the delivery system) may have caused or contributed to the similar events. A review of the instruction for use (IFU) and training manuals for revealed no deficiencies.  Per the IFU: when over aortic arch: ensure edwards logo is facing up on the delivery system; use 30° to 40° lao to provide view of the aortic arch; slowly rotate the flex wheel away from you while tracking over the aortic arch; the delivery system articulates in a direction opposite from the flush port; additional considerations: do not overflex while tracking over aortic arch; to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel; ensure edwards logo faces upwards throughout flexing and tracking. When crossing native annulus: ensure the flex catheter tip is flush with the thv for support during crossing; be patient! Do not force the thv; use short movements to prevent ¿jumping¿ of the thv into the ventricle; factors that can make it difficult to cross; heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, inadequate bav; experiencing difficulty crossing; make sure wire is correctly extended at apex; pull tension on the wire or reposition; add some distal flex or remove some partial flex; pull system back and re-advance. Aortic dissection can occur with wire and catheter manipulation, balloon advancement or thv delivery system advancement and/or thv deployment: use caution with; severely obliterated sinuses of valsalva; significant thv oversizing; porcelain aorta; narrowed calcified stj; calcification of native vasculature. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system tracking difficulty was confirmed, however, the complaint for delivery system difficulty crossing native annulus was unable to be confirmed due to unavailability of relevant imagery. No manufacturing non-conformances were identified during device evaluations.  A review of the DHR and manufacturing mitigation's revealed no indication that a manufacturing nonconformance contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. As reported, the patient access vessel and aorta were severely tortuous. Tortuosity can cause issues with tracking the delivery system as higher forces will be required to advance the delivery system through bends in the vasculature. Deformation of the device flex shaft are indicative of high forces present on the system (i.e. From insertion difficulty) during device usage. It was also reported that the native leaflet was severely calcified, and no bav was performed. As no bav was performed, heavy calcification from the native leaflets may have restricted the ability of the delivery system to cross the native valve.  Available information suggests that patient factors (tortuous anatomy/severely calcified native valve) may have contributed to the events. However, a definite root cause is unable to be determined. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the cause of the aortic dissection with subsequent patient demise cannot be determined, however, patient factors (severely tortuous aorta/severely calcified native valve) in combination with procedural factors (manipulation of the devices and/or wire) may have contributed to the event.  Since no product non-conformance or IFU/training inadequacies was confirmed and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation and corrective action/preventive action are not required.